Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had a broken ail sensor and was replaced on (B)(6) 2020. Device is being returned for factory repair as module still fails pm rate test and the motor is clicking. No additional information was provided.